Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. The complaint confirmation of the receiver ceasing to function could not be determined."

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was unexpected receiver shut-down. The complaint confirmation of unexpected receiver shut-down could not be determined. The complaint receiver device was returned for evaluation. The device was visually inspected, the usb port connector was contaminated. The receiver failed to charge but was able to be rebooted. The receiver log was reviewed and errors were observed on incident date. A global receiver test was performed, no related failures were observed. The receiver case was opened to inspect the battery and it passed. The reported event of unexpected receiver shutdown was confirmed. The root cause was a contaminated usb port connector.